Manufacturer narrative:
A field service representative (fsr) was dispatched for issue resolution. During inspection, the fsr noticed that the hemoglobin syringe motor drive was hot to the touch, with blackened cables. The fsr replaced the chopper driver motor (cdm) board with a new one without resolution; the hemoglobin syringe motor drive became hot very quickly. The fsr then replaced the motor processing module (mpm) board and installed the old cdm board on the instrument. The hgb syringe motor drive ran at normal temperature. The instrument was returned into an operable status. No parts were available for investigation. A review of complaints from (B)(4) 2011 did not identify any similar complaints. The cell-dyn sapphire system operator's manual, provides information on potential hazards to personnel and potential damage to the laboratory environment. The system operator's manual states that "sim 0833 hemoglobin syringe failed to home" is an indicator that the hgb reagent syringe sensors, motor, drive, hgb fluidic system or related electronics have failed. The customer is instructed to contact customer service and support. The analyzer will remain in "not ready" status until automatic correction sequences are completed. Based on the investigation and event details, no product deficiency was identified with the cell-dyn sapphire instrument. The issue was resolved by replacing motor processing module (mpm) board. The cause of the issue could not be determined as the mpm board was not available for investigation.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated "hemoglobin syringe failed home" errors occurred on the cell-dyn sapphire. The hemoglobin syringe drive motor was found to be running hot and the cable on the syringe motor was blackened. No fire or smoke was observed. No injury was reported.